Manufacturer narrative:
Reported event: an event regarding dislocation (closed reduction) involving a trident liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: a note for (B)(6) 2014 states, "sitting in chair, turned ... Pop and pain left hip ... Dislocated. Reduced under anesthesia... Very unstable; at 20° internal rotation dislocated again". ¿the patient's history of post-menopausal osteoporosis contributed to her fractures. The gamma nail construct functioned perfectly in situ resulting in healing of the stress fracture while maintaining its rigid fixation. The subsequent conversion to a total hip arthroplasty was indicated by progression of hip osteoarthritis. Two dislocations, indicating an unstable total hip arthroplasty, required revision to a more stable bearing construct like the mdm/adm bearing selected. Acetabular shell and stem are still retained as they have successfully osteointegrated. In the revision surgery of (B)(6) 2014 in which the mdm/adm bearing was implanted impingement of the joint was noted at the extremes of motion. The position of the well-fixed femoral and acetabular components were not changed, exposing the mdm/adm construct to the same impingement which was subsequently noted on the material analysis report of the explanted mdm/adm bearing. Dislocations are more common in revision surgery, and noting evidence of subsequent impingement evidence of the mdm/adm at revision would also cause instability. The revision to a constrained liner has apparently resulted in a stable hip as of the last documentation on (B)(6) 2018. Review of the medical records and material analysis report of the explanted components do not suggest component material or manufacturing factors as related to this clinical picture.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: two dislocations, indicating an unstable total hip arthroplasty, required revision to a more stable bearing construct like the mdm/adm bearing selected.¿ ¿in the revision surgery of (B)(6) 2014 in which the mdm/adm bearing was implanted impingement of the joint was noted at the extremes of motion.¿ ¿dislocations are more common in revision surgery and noting evidence of subsequent impingement evidence of the mdm/adm at revision would also cause instability. The revision to a constrained liner has apparently resulted in a stable hip as of the last documentation on (B)(6) 2018. Review of the medical records and material analysis report of the explanted components do not suggest component material or manufacturing factors as related to this clinical picture.¿ device not returned.

Event description:
A note states, "sitting in chair, turned ... Pop and pain left hip ... Dislocated. Reduced under anesthesia... Very unstable; at 20° internal rotation dislocated again".